Event description:
It was reported that implantation surgery took place on (B)(6) 2012. Right after implantation surgery, after the surgical wound had been closed, testing in situ was carried out, which showed all electrode channels in status hi.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.